Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: "air in line" alarming and would not resolve. Additional information received from the customer: can you please provide the lot number associated with reported issue: 25095642. What was the impact to the patient: no.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and placed into an alaris pump without pushing the tubing against the air-in-line sensor. The set repeated alarmed air in line despite no air in the set. The set was then loaded into the pump while pushing the tubing to the air-in-line sensor. The customer complaint was verified; however, the most likely cause is incorrectly loading the tubing into the pump. A device history record review for material# 2426-0007 and lot# 25095642 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19sep2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample.